Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had delivery issues that caused the customer be hospitalized on (B)(6) 2016. However, the customer was not sure if it was the insulin pump or the infusion set that may have caused the issues. Customer's blood glucose was over 60 mg/dl and hours later he was 582 mg/dl. Customer stated he had given himself 18 units of insulin before a meal and it continued to go up high and so he gave himself 28 units more and blood glucose still didn't lower. Customer was treated with an IV. Customer declined troubleshooting and requested the device to be replaced. Customer is returning the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked display window corners and cracked battery tube threads.